Event description:
It was reported that the customer had a lost sensor, as well as a bent cannula. Customer's blood glucose level at the time 151mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Two opened and used enlite sensors were inspected and a bicarbonate buffer test was performed. One of two sensors failed due to the cannula broken in two places. The other sensor passed per specification with accurate readings. Blood at the site could not be confirmed as the customer did not return the needle, only the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.